Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) the revision reported may have been the result of patient-related conditions or prosthesis wear and subsequent particle induced osteolysis. The contributions of prosthesis wear, patient related conditions, and/or osteolysis to the sequence of events cannot be confirmed as the devices are not available for evaluation and no additional information was provided. The most probable root cause associated with the reported event of ¿osteolysis¿ is associated with destruction or disappearance of bone tissue likely related to weakened integration of an implant at the bone-implant interface.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported from surgeon social medial post, a mid 60's gentleman, 6 years from index primary, presents with persistent and progressive pain and instability. Infection work up negative. The osteolysis was profound. The distal femur was nearly gone. I was able to anchor a cone and build off of it, but was very close to switching to a dfr. Image of post and thread attached.